Event description:
Per the clinic, the patient experienced a performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and the patient was implanted with a new device during the same surgery.